Manufacturer narrative:
This report, 3003832357-2024-00447, was submitted in error. Please disregard as product is not licensed/available in the united states.

Event description:
It has been reported that the device is not charging.